Event description:
The following literature article was reviewed: dueppers, p., reutersberg, b., rancic, z., messmer, f., menges, a.-l., meuli, l., rychla, m. And zimmermann, a. (2022). 'Long-term results of total endovascular repair of arch-involving aortic pathologies using parallel grafts for supra-aortic debranching', journal of vascular surgery, 75(3), pp. 813-823. Long-term morphology and clinical outcome after thoracic endovascular aortic repair combined with parallel grafts (pg-tevar) for arch-involving aortic pathologies was evaluated. A total of 33 patients was included in this single-center, retrospective cohort study from november 2010 to april 2018, receiving 47 gore® tag® thoracic endoprosthesis, 79 gore® viabahn® endoprosthesis, and 1 gore® excluder® iliac branch endoprosthesis. Intraoperative complications included pg dislocation for 2 patients, iliac artery rupture and infrarenal aortic dissection for 1 patient, disconnection of two aortic stent grafts with a type iii endoleak for 1 patient, and axillary or iliac artery bleeding for 1 patient. Reintenventions reported included type 1a endoleaks for 5 patients, type 1b gutter-related endoleaks for 2 patients, and graft occlusion for 2 patients needing additional stent grafts.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Age or date of birth: the patient age reflects the median age of patients in the article. Gender: patient gender: the majority of the subjects were male. No patient specific information regarding the reported events and interventions was provided in the article. Date of event: the exact date of event is unknown, therefore, the date of which the literature article was published online is used as date of event. Concomitant medical products: conformable gore® tag®thoracic endoprosthesis. Gore® viabahn® endoprosthesis. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The author was contacted several times to provide additional information related to the complications reported within the literature, and patient information, serial number of the device, date of procedure and onset date of the event. No information was provided to date. This event meets the specification of a non-reportable event, as there was no direct relationship or content within the article that would have reasonably suggested the gore® excluder® iliac branch endoprosthesis was linked to the reported outcomes (of the 127 devices used only one gore® excluder® iliac branch endoprosthesis was used). The report is therefore being retracted.